Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the (B)(6), during a tavr procedure in the aortic position, post deployment of a 26 mm sapien 3 valve an annular ruptured was identified. In attempt to close the point of annular bleeding, a second 26 mm sapien 3 valve was deployed below the existing sapien 3 valve. The annular bleeding seized. The patient was noted to be doing well and has already been discharged.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted. Additional information provided indicated the valve was delivered via transfemoral approach. The patient¿s native annulus measured 480.2mm² and was severely calcified with moderately bulky leaflet calcification. The sinotubular junction (stj) was narrow and the sinuses of valsalva (sov) were large in comparison to the annulus. The annular rupture is perceived to have been caused by the perforation of calcium through the annulus. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, it was speculated that heavy annular calcification perforated the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.